Manufacturer narrative:
Cool-cap system is being returned to natus medical inc for testing. A f/u report will be submitted to the FDA when the device investigation / testing is completed. Additional serial #: (B)(4).

Event description:
During treatment of an infant, an olympic cool-cap system exhibited a shutdown characterized by a frozen display screen. No audible or visible alarms were observed. Device first experienced this event at approx 22 hrs into the 76-hr treatment. System was frozen for 45 minutes before it was discovered. Rectal temp was 33.7c when issue was discovered (within 0.3c of the target 34.0-35.0c range). Device was rebooted and treatment continued. Device exhibited a second frozen screen; treatment continued after rebooting the device. After exhibiting a third frozen screen, the pt was shifted to a second cool-cap device. The remainder of the 3-day treatment was completed without further incident. There was no pt injury.